Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. During the eval of the device by the MFR, it was observed that the proximal shaft was broken in two pieces and the drive cable was wound up numerous times. All device components were present. It is likely that when the user inserted the device several times as reported; the proximal shaft was bent causing a crack. As the drive cable was rotating, the proximal shaft separated allowing the drive cable to bind up at the same location of the separation of the shaft and this would have created the nurd. The MFR was not able to perform the functional test due to the device being received in damage condition. The IFU precaution for this device states: avoid any sharp bends, pinching, or crushing of the catheter. Do not kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45 degree is considered excessive. No further action is required.

Event description:
It was reported that the catheter was inserted in the artery for several times. The physician did not feel resistance during the procedure. The nurd occurred while in the guiding catheter and when the physician removed the catheter from the pt body, he found the proximal shaft of the catheter detached. The detached part of the catheter appeared outside the body; therefore, the physician removed it by hand. All portions of the catheter were removed from the pt. The catheter and guidewire were removed from the pt's body together. A second catheter functioned as intended and accomplished the ivus procedure. It was reported that there was no pt injury and the pt is doing fine.